Event description:
It was reported that this implantable cardioverter defibrillator (ICD) appeared to deliver inappropriate therapy due to atrial driven rhythms. Technical services (ts) was consulted and noted that four inappropriate shocks were delivered. The patient was reported to not have a right atrial (ra) lead; therefore, reprogramming options with no ra lead were provided. This implantable cardioverter defibrillator (ICD) remains in service. No additional adverse patient effects were reported.